Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator had telemetry issues. It was stated that the device was interrogated with the clinician programmer (8840) and ¿x neurostimulator battery depleted, replace battery now¿ message appeared on the 8840 and duplicated 3 times. It was reported that a physician mode recharge (pmr) was done and ¿although the 60 mn clock did not appear it immediately went into the recharge screen and recharging was able to be done¿. It was reported that after about 15 mn of charging another 8840 session was attempted and a screen came up ¿asking to check the clock¿. It was reported that the patient stated they had stimulation two days ago and last recharge was three days ago. It was stated that the ¿recharger did not work¿. It was noted that recharging history was twice a week. It was noted that the patient was not registered but their device was implanted (B)(6) 2013.

Event description:
Additional information received reported that the manufacturer representative did not remember the exact details nor did they have patient or device information. It was noted that the manufacturer representative received an email from the manufacturer which "kind of said" that "whatever was happening" was normal with the device. It was noted that the patient was fine and the battery was working fine after the call.

Manufacturer narrative:
Based on further review, the following device was added to the event. Product ID: neu_unknown, product type: unknown.